Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to flexion contracture and instability with her right tka. Surgeon suspects this issue was caused by the patient's poor rehab, and having a bmi of 44. The surgeon wanted to do a debridement and poly exchange, with possible patella revision and possible femur revision. The surgeon was able to do a good debridement after taking out the poly. He was happy being able to get the patient in full extension and good flexion with the poly trial. There was no need in his mind to revision the patella or femur, so he put in a new poly of the same thickness and closed. Doi: (B)(6) 2018, dor: (B)(6) 2020, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. No code available (3191) is used to capture joint contracture.